Event description:
During our annual inspection of our tollos lifts (model tul3510xh) in november of 2018, two lifts had severe damage to the spreader bar assembly. The following was found: the thrust bearing washer was in pieces; the spreader bar short pivot bushing was damaged to the point where the top section was missing; the external retaining ring was bent and had become dislodged from the groove in the spreader bar pin; the spreader bar weldment had extreme wear where the spreader bar pin passes through the spreader bar. This was due to the bearing rubbing directly on the softer spreader bar after the thrust bearing washer and the spreader bar short pivot bushing disintegrated; the needle roller bearing was found to have become cupped due to the fact that it started to wear through the spreader bar causing the hole in the spreader bar to become cupped; the area of the spreader bar pin where the bearing rides was noted to be rough and not machined smooth. Four other units were caught early enough where no damage to the spreader bar assembly itself happened. The bad parts were replaced and the units put back into service. They required the following parts: one retaining ring and one short pivot bushing; one retaining ring and one short pivot bushing; one retaining ring, one short pivot bushing, and one trust bearing washer; one retaining ring, one short pivot bushing, and one trust bearing washer. Note: the design lacks needed thrust washer between bearing and pin thrust shoulder.